Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis observed an inability to communicate with the device. The lack of communication was due to high current drain in an internal supply voltage node in an integrated circuit.

Event description:
This report is to advise of an event observed during analysis.